Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep found no line power to mobile view station (mvs) due to a f11 fuse issue. The rep replaced f11 and f12 fuse. Performed system check out and the imaging system was operational. The rep notified the customer to use the proper outlets at the site when charging the unit. The imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation since the fuses were discarded.

Event description:
A medtronic representative reported that the mobile view station (mvs) was beeping when plugged into an imaging system outlet and the line power light was not lit. Replaced the f11 and f12 fuse on the mvs to resolve the issue. The surgery was completed with the imaging system and there was no impact to the outcome of the patient.